Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as patient made a mistake. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with imipenem injection (1 gram, route, frequency and duration were not reported) and vancomycin injection (1 gram, route, frequency and duration were not reported). Treatment with antibiotics and dianeal therapy were ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.